Manufacturer narrative:
Investigation summary: investigation into this event showed that the precision of the system was outside of expectations. On-site service made the necessary adjustments and alignments to the iwf metering module. Post service qc results were acceptable. The root cause of the event was instrument related.

Event description:
A customer observed negatively biased phyt qc results on the vitros 5.1 fs analyzer. No biased results were reported biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.